Manufacturer narrative:
The device is available for evaluation- it has not been received. A sample photo was provided. The investigation is pending.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported a leakage at tubing connection of secure lock. A sample picture of a plum set where fluid is leaking from the connection between the orange tubing and the luer lock has been provided. No further information is available for this. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The actual sample was not available for evaluation, however, a picture was returned showing the tubing of the set not fully inserted into the secure lock male adapter. The complaint of leakage at the connection of the secure lock can be confirmed. The probable cause of the leak is due to incomplete insertion of the tube during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.